Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced incontinence about a year after implantation of his artificial urinary sphincter (aus) device. A surgical procedure was performed, in which it was noted that there was a fluid leak due to a hole at the crease of the cuff. All components were explanted and a new aus was implanted. No further patient complications were reported.

Event description:
It was reported that the patient experienced incontinence about a year after implantation of his artificial urinary sphincter (aus) device. A surgical procedure was performed, in which it was noted that there was a fluid leak due to a hole at the crease of the cuff. All components were explanted and a new aus was implanted. No further patient complications were reported.

Event description:
It was reported that the patient experienced incontinence about a year after implantation of his artificial urinary sphincter (aus) device. A surgical procedure was performed, in which it was noted that there was a fluid leak due to a hole at the crease of the cuff. All components were explanted and a new aus was implanted. No further patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) device underwent a thorough analysis. The cuff was visually and microscopically examined, and leak tested. A tear was identified in the cuff shell consistent with a sharp instrument damage. The pump and balloon were visually and microscopically tested. No anomalies were found with those components. Based on the information available and analysis results, the tear identified in the cuff could have caused or contributed to the reported clinical observation of urinary incontinence.